Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that the dental implant had to be removed 1 month after its installation because the patient was in pain. The installation was done in intraoral region 14#, 30 ncm of primary stability was achieved and the patient presented bone type IV.